Event description:
On (B)(6) 2012, I had my left lung removed; at that time, I had a gore tex mesh put in my chest wall. In (B)(6) 2014, that mesh became infected, as of (B)(6) 2015, I still have a huge wound that has to be packed with curlex and hy-sept solution everyday. I am still cancer free but this infection has made my life hell (profanity).